Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement for end of service, device diagnostics resulted in high impedance. The patient underwent generator and lead replacement. It was reported that the patient had not experienced an increase in seizures and that device diagnostics with the new vns system were within normal limits (dc dc code - 1). Further follow-up revealed that the high impedance was first observed during generator replacement surgery. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were performed. It was reported that the patient's family requested the explanted devices; therefore, they will not be returned for analysis.